Event description:
The customer reported obtaining low sodium (na) patient results on their dxc 600i clinical chemistry analyzer. The low results were released out of the laboratory and were questioned by the doctor. The customer redrew the patient samples and repeated with results considered correct. The customer later amended the results. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided data for two (2) patients.

Manufacturer narrative:
The beckman field service engineer (fse) evaluated the dxc 600i clinical chemistry analyzer and observed fluid was not flowing properly. The fse replaced the waster manifold to resolve the issue. The fse performed calibration and passed. The fse verified the analyzer resumed normal operation. Section a2, a4, and a5: information not provided by customer. Beckman coulter internal identifier is (B)(4).